Event description:
It was reported that during a lap cholecyectomy procedure, the clips were scissoring. They got a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.